Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose over 600 mg/dl. The customer stated that they treated the high blood glucose with the insulin pump. The customer also reported that the insulin pump does not vibrate. The customer's blood glucose was 306 mg/dl at the time of incident. The customer performed self test and the insulin pump did not vibrate. The customer's blood glucose was 294mg/dl at the time of call. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and declined to check air bubbles, leaks, site and insulin issues and setting issues. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the selftest, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. However, the pump was received with no vibrator alert due to a broken black wire on the vibrator motor. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window.